Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing. It was also reported that the oversensing was likely due to lead position rather than a lead integrity issue. Reprogrammed sensitivity to 1.2mv and the lead remains in use. No patient complications have been reported as a result of this event.